Manufacturer narrative:
(B)(4). Report source, foreign: event occurred in (B)(6). Concomitant medical products: delta ceramic femoral head; part# 650-0667; lot# 2016070960, g7 osseoti 3 hole shell; part# 110010243; lot# 6492254, g7 neutral e1 liner 36mm d; part# 010000856; lot# 6569625. Reported event was unable to be confirmed due to limited information received from the customer. The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that 6 products designation gts varized femoral stem size 0, reference (B)(4), lot number j3945817 were manufactured on 16 april 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 1 complaint has been recorded for gts varised femoral stem size 0, batch j3945817 within one year. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that primary surgery was performed using gts stem on (B)(6) 2019. On (B)(6) a fractured line was found in the femur as a result of routine x-ray. Revision surgery was performed with cmk stem on (B)(6) 2019. No additional patient consequences were reported.